Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. Analysis was unable to confirm motor position encoder error due to overwritten history files. The pump had a scratched lcd window and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 199 mg/dl. The customer states the insulin pump is stuck in rewind loop. The customer stated was unable to confirm the motor position encoder error alarm due to the rewind loop. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.